Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with no manifold/hub therefore the catheter serial/batch number cannot be identified. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A break in the hypotube shaft at approximately 1250mm from the distal end of the tip was also noted during analysis. The manifold/hub and the most proximal part of the hypotube were not returned for analysis. This type of damage is consistent with excessive force being applied on the delivery system during advancing attempts to cross the lesion. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent catheter towards the proximal end was broken. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent catheter towards the proximal end was broken. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.